Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose level was not reported at the time of the incident. The customer also reported that the screen froze and a clock anomaly. Troubleshooting was not provided. The insulin pump will not return for analysis.